Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to wear of switch button 1, water tightness was lost. Due to a scratch on scope connector, water tightness was lost. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on bending section cover had a chip. Due to clogging of nozzle, water removal ability did not meet the standard value. The scope connector had a scratch. Plastic distal end cover had a scratch. The protector of universal cord on control section side had a scratch. The protector of universal cord on scope connector side had a scratch. The scope connector cover unit had a scratch. Paint on air/water cylinder was peeling. Paint on suction cylinder was peeling. Lock engagement lever had a scratch. The lock engagement knob had a scratch. The right/left knob had a scratch. Connecting tube had discoloration. The up/down knob had a scratch. The scope cover had a scratch. The universal cord had a scratch. Grip had a scratch. The control unit had discoloration. The control unit had a scratch. The switch box had a scratch. Connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, bubbles were found in leak detection of the evis lucera elite gastrointestinal videoscope. There was no report of user or patient harm associated with this event. During incoming inspection, there was foreign matter in the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.